Event description:
It was reported that the pump reset unexpectedly, and that the pump battery was allowed to fully deplete due to not charging the battery and the pump subsequently shut off and the customer went into diabetic ketoacidosis. Customer's blood glucose level was approximately 300 mg/dl. On (B)(6) 2023, an ambulance was called and the customer was transported to the hospital where they were admitted into the intensive care unit (ICU). Customer was treated intravenously with insulin. Treatment resolved the issue and no permanent damage was identified. Customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow up with the customer and verify ICU release date, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
H1.